Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy task. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c20 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of plunger position accuracy failed task was confirmed. ¿ on 26-nov-2024, pca device was received unboxed and with paperwork. ¿ the unit failed the plunger force accuracy during check-in testing confirming the stated problem. ¿ the nylon screw was not installed causing the unit to alarm error code 351.6660, the screw was installed, and all check-in testing passed successfully. ¿ the nylon screw was not installed. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. - noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy task. There was no patient involvement.